Event description:
Image too dark. Lcb reduced to 40 / 80%. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angle wire play. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the light guide fiber bundle (lcb) broken; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.